Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the power supply module and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer sent their device to physio-control for evaluation with no explanation as to why their device required service. Upon evaluation of the customer's device, physio-control observed that it would not power on using ac or dc power.   There was no patient use associated with the reported event.